Event description:
Complaint involves a device associated with an adverse event that is not manufactured by (B)(6) medical care north america. A peritoneal dialysis (pd) patient wife contacted (B)(6) customer service to report. Patient stated patient is allergic to exsept. The patient involvement is unknown, however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).